Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation: no logs were collected from the system, so there was no investigation possible to determine the root cause. The customer service engineer evaluated the system, and stated it could have been the case of corrupt exam. The system is currently operating within specification, with no further incidents.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that during an unspecified study, the sonographer attempted to send the exams to pacs; however, the system displayed an error that the sonographer could not remember. The system was immediately rebooted five times in an attempt to recover the images but the images were lost and were unable to be found in the hard drive. It was reported that the study was repeated as all images taken during initial study were lost. There was no patient injury reported. No additional information was provided.